Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
During intramedullary nail surgery, the reamer shaft unraveled in the patient bone because the surgeon turned the power tool backwards. The reamer shaft was removed from the patient without problem.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by not following the operative technique guide. The operative technique guide states: "flexible reamers should always be used over a ball tip guide wire. The ball tip at the end of the guide wire will prevent the reamer head to advance beyond the medullary canal. Caution: where the bone is comminuted, reaming should be stopped at the fracture site and the reamers advanced with the power drill off." If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During intramedullary nail surgery, the reamer shaft unraveled in the patient bone because the surgeon turned the power tool backwards. The reamer shaft was removed from the patient without problem.